Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report #1627487-2018-08539. It was reported ((B)(6)) the experienced ineffective stimulation. High impedances were noted on the lead contacts. X rays revealed lead fracture. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 2: reference MFR report# 1627487-2018-08539. Additional information received identified that surgical intervention was undertaken on (B)(6) 2018, wherein the lead was explanted and replaced. Scar tissue in the epidural space and the foramen made it complicated to replace the lead correctly. Reportedly, therapy was restored post-operatively.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08539.